Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: the reports his symptoms cause cracking and bleeding of his hands. The patient was not able to provide the name or dosage of medications prescribed. Ethicon spoke to patient and the following was obtained, "spoke with patient today who confirmed the allergy testing performed so far has been negative. He indicated he continues to have symptoms of extreme dry skin, redness which sometimes leads to bleeding on his hands and feet. He believes the symptoms started about a week after his surgery. He is now going to have the ¿melissa¿ test performed which requires a lot of blood work. He doesn¿t have this testing scheduled yet. He promised to provide the results once it has been completed." If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a few weeks after an appendectomy procedure, the patient developed swelling of his hands and feet as well as peeling and cracking of the skin on his fingers and toes. The symptoms began a few weeks after the initial procedure and are persistent with intermittent flare ups. The patient has seen his general practitioner, dermatologist, and allergist and been treated with topical medications and a course of oral steroids which did not provide improvement. Allergy testing and blood work have been done, all test results have been negative. The patient manages symptoms with over the counter topical treatment. The product is not available for return.